Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported, the pt was experiencing auto-reducing. The sjm rep met with the pt and diagnostics testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was able to provide effective coverage. However, the pt later indicated the issue had reoccurred. The pt is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.